Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose on (B)(6) 2018 with blood glucose of 524 mg/dl at the time of the incident. The customer was at 524 mg/dl at the time of the call. The customer used the pump to treat. The customer experienced symptoms such as not feeling well and being thirsty. The customer was wearing the insulin pump during the incident. The customer reported a blank pump display that was resolved by a battery change. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.